Manufacturer narrative:
(B)(4).

Event description:
During a procedure (type of procedure not provided), while using the 4 fr micropuncture set, the introducer broke off in the brachial artery of the patient's left arm. A snare kit was used to successfully remove the broken portion from the patient. There was no consequence to the patient reported.

Event description:
During a procedure, while using the 4 fr micropuncture set, the introducer broke off in the brachial artery of the patient's left arm. A snare kit was used to successfully remove the broken portion from the patient. No consequence to patient reported.

Manufacturer narrative:
(B)(4). Event is still under investigation.

Manufacturer narrative:
(B)(4). Investigation- evaluation: during the investigation a review of the complaint history, documentation, quality control (qc), specifications, and a dimensional verification and visual inspection of the returned used product was conducted. The visual examination revealed that the returned introducer was in two pieces; one piece was the hub, including about 8 mm of the shaft. The other piece was about 91 mm in length. The piece with the hub attached was inspected first; which revealed that the hub was securely attached to the shaft. The shaft separation was about 8 mm from the hub and there was a thin, stretched piece of the tubing attached to the shaft. The other piece was about 91 mm in length. The distal tip was crushed significantly and accordioned. There were two noticeable bends in the shaft. The first was a minor bend noted at 40-50 mm from the separation. The second, more pronounced bend was located at 20 mm from the distal tip. The shaft was flexible and did not show any signs of brittleness or degradation of the material. The device is listed at 10cm in length per the label. Based on the measurement of the two pieces provided, it is reasonable to assume that the entire device is accounted for in the returned product. Per incoming quality control specification, the device is inspected, ensuring the surface is clean and free of imperfections. Final quality control personnel conduct a 100% inspection, confirming the inner catheter is smooth and clean, free of excessive dents and kinks. The surface of the outer catheter is also confirmed to be smooth and clean, free of excessive kinks and foreign debris. The examination of the device indicates that it encountered high forces while in use as seen in the separation and in the accordion condition of the tip. However, with no information provided regarding the patient's anatomy condition or a possible source of the forces, we are unable to determine with certainty the root cause of the reported difficulty. We have notified appropriate internal personnel and will continue to monitor for similar events. Per the quality engineering risk assessment (qera), further risk reduction is not required.

Event description:
During a procedure (type of procedure not provided), while using the 4 fr micropuncture set, the introducer broke off in the brachial artery of the patient's left arm. A snare kit was used to successfully remove the broken portion from the patient. There was no consequence to the patient reported.